Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0202480. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot # 9169561. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 9262116. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 9197429. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 0019810. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 8233364. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 9050918. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 8305866. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 0063922. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. Medical device lot #: 0168676. Medical device expiration date: 2023-08-10. Device manufacture date: 2020-07-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 428 intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "there was visible sillicon oil particle in the needle, and several batches were influenced, this inccident was happened in the internal medicine department".